Event description:
The manufacturer received information alleging a trilogy100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: enclosure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes e-175, e-176, e-290 and e-291 were found in the ventilator's downloaded error log. The internal/detachable battery was replaced to address the issue. It was confirmed that the device power management pca is not charging the internal and detachable battery. Also confirmed: front case and rear case enclosure - does not meet criteria based on the technician standards. The inlet air path assembly and removable air path foam was replaced per remediation. The customer does not want any repairs done to the device. The device did not passed testing.